Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train and wearing on the upper shaft of gear number two. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in august 2017. In addition, during dispense accuracy testing, the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during 1 of 4 tests. Please note that dispense testing in the lab is not designed to fully replicate the clinical experience. H6: conclusion code 4315 is related to the reported allegation of the motor stalls and associated analysis findings of the residue in the motor gear train and wearing on the upper shaft of gear number two. Conclusion code 24 is related to the analysis finding of the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during 1 of 4 tests. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving palladon [7.5 mg/ml] at a dose of 8.5001 mg/day and clonidine [0.3 mg/ml] at a dose of 0.34000 mg/day via an implantable pump. It was reported that there was a pump alert with code 8476 and 8615, which are myptm codes meaning motor stall and elective replacement indicator (eri), respectively. It was noted that the eri had been detected earlier and the date for the replacement was indicated to be (B)(6) 2020. It was indicated that the diagnostics/troubleshooting performed was a phone call with the advice to come to the hospital. A copy of the interrogation report with the pump logs was provided, which showed multiple motor stalls had occurred: (B)(6) 2020 8:46 p.m.: critical alarm ¿ pump motor stall occurred (03) (B)(6) 2020 11:07 p.m.: pump motor stall recovery (1a) (B)(6) 2020 12:53 a.m.: critical alarm ¿ pump motor stall occurred (03) (B)(6) 2020 1:30 a.m.: pump motor stall recovery (1a) (B)(6) 2020 06:10 a.m.: critical alarm ¿ pump motor stall occurred (03) (B)(6) 2020 10:33 p.m.: pump motor stall recovery (1a) (B)(6) 2020 2:49 a.m.: critical alarm ¿ pump motor stall occurred (03) (B)(6) 2020 12:48 p.m.: pump motor stall recovery (1a) (B)(6) 2020 2:06 p.m.: critical alarm ¿ pump motor stall occurred (03) (B)(6) 2020 4:35 p.m.: pump motor stall recovery (1a) (B)(6) 2020 8:03 p.m.: critical alarm ¿ pump motor stall occurred (03) on (B)(6) 2020 the pump was replaced and was being sent back for analysis. It was noted that after replacement the patient was in good condition and that there was no procedural complications. No further complications were reported or anticipated.